Manufacturer narrative:
Batch review performed on 04-apr-2022: lot 2013778: (B)(4) items manufactured and released on 12-feb-2021. Expiration date: 2026-01-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in for a post-op appointment 8 months after the primary surgery reporting pain and x-rays showed a screw in the obturator foramen. The surgeon performed a right hip head and liner change with screw removal (two-holes cup). The surgery was completed successfully.